Event description:
Resident got out of bed and was found on the floor nearly five feet away from the bed. The facility states that the pt obtained a displaced intertrochanteric fracture of the proximal right femur.

Manufacturer narrative:
Resident got out of bed and was found on the floor nearly five feet away from the bed. The facility states that the pt obtained a displaced intertrochanteric fracture of the proximal right remur. According to (director of nursing at the facility), the monitor never alarmed. The facility did not use the straps provided to keep the pad in place. Also, the connector on the cable of the pad would not stay in the monitor. If the connector and the monitor never made the appropriate connection, the pad would not have activated and would not have alarmed when the resident got up. If the pad had been tested properly as stated on the pad, the facility would have known whether the pad had been activated. The facility does not document when the tests are performed. The facility also had confusion as to how the resident was found. One stated that she was found during their normal morning routines, and another stated that the resident's roommate called for assistance at 2:30 am. We have identified that this model of pad may experience a delay in alarming, and the appropriate modification information has been sent to customers of the suspect pads. Assessment performed on 04/23/2007. Items rec'd: 26100 tabs bed pad. Visual assessment of items received: the unit's appearance was good. Results of functional assessment: the unit was plugged into a 25011 tabs select monitor. At this point, it was noticed that the connector on the end of the pad's cord was easily falling out of the monitor. It appeared that the connector was not clipping into the monitor. The connector was within dimensional specifications according to the engineering drawing. The pad passed the same functional final test required for every unit shipped. Assessment summary: the clip can depress over time due to use. This could allow the cable and connector to disengage from the monitor. An improper connection could result the alarm never being activated, thus, not alarming when the patient gets up.